Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - visual inspection utilizing unaided eye performed. The unit was disassembled and had visible tooling. Additionally, there were deep scratches and what appears to be rust on the outer. To further investigate why the perforator could disassemble, the label was partially removed to be able to view the weld on the sleeve and through visual inspection the weld appears to have been proud and not flush, indicating that the inner weld may have been insufficient. Disassembly of perforators typically occurs due to the perforator becoming lodged in the skull, resulting in more-than-usual force applied to remove the device. - functional test - spring - passed the spring test as designed. - functional test - the unit successfully drilled 5 holes and functioned as designed at 1020 rpm. - conclusion - complaint could not be verified. Unit passed all functional tests. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Note: a corrective and preventative action (CAPA) was opened to investigate the disposable perforator product family for perforator disassembly trend from field complaints.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a cephalotomy decompression, the perforator ((B)(6)) did not disengage, got stuck in bone and broke. Medical staff removed the broken stuck part with difficulties using forceps. No dura matter tear, no cerebral lesion, however hemorrhage was hard to manage while removing the perforator from skull.